Event description:
Customer reported fluid leaked from the pump segment during infusion of normal saline. The pt was on the dialysis unit receiving treatment. Customer stated "when checking IV, rn noted that tubing was wet. Upon examination, noted that there was a leak in the alaris tubing pump segment (pinpoint size) at the upper end of the segment." No pt harm or medical intervention reported. Customer did not provide any additional event or pt details.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the failure investigation once it has been completed.